Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for spinal pain therapy. It was reported the rep had issues with adaptive stim when they programmed the device: the position would be correct but the amplitude wouldn't change appropriately. The rep was eventually able to get everything changing appropriately with patient's movement. Once the patient got home, stim was still working but suddenly the next day patient was unable to "check position" and it appeared as (adaptive stim) was off. The patient came into office, and the rep used the controller which showed as was off. The rep was able to turn as back on with controller. During troubleshooting the rep confirmed the clinician programmer/ was displaying correct position and amplitude; the tablet is showing stim is on, as is on and resume is on. The patient has groups a, b and c but c is what was being worked on for as; cycling was not on at all. Re-orienting the ins resolved the issue. The rep was able to re-orient the device and re-set position amplitudes and verified as settings were correct with their tablet and then used the patient¿s controller which also confirmed that positions were showing correctly and amplitude was changing appropriately. No patient symptoms were reported. Additional information was received on 2018-jan-25 from the manufacturer representative reporting that there was no further information regarding why the as disappeared. The patient did not know how to turn as off on the programmer. Cycling was never turned on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that they had to re-install the adaptive stimulation (as) settings on the controller device because the first time the manufacturer representative installed them it completely disappeared the next day. No further complications were reported.